Manufacturer narrative:
Integra has completed their internal investigation on 02/02/2016. No product was returned for evaluation. The reported product lot associated with this complaint for duragen secure dural regeneration matrix is lot 105nb0319115. The nc/event log and batch record were reviewed for any ncs/events related to the finished lot, as well as the lots of the components used to manufacture the product. There were no events/ncs found. Based on the DHR review conducted, there is no indication that the production process may have contributed to this complaint. This complaint product is duragen secure. (B)(4). Conclusion: while possible hazards were identified in the mdha and pfmea using keywords from the complaint, it is unknown whether duragen secure product was used on the patient. The original complaint states that the physician was not certain if the staff had given him what he had asked for (medtronic (B)(4)) or if they had given him the duragen instead. The physician also stated that for this incident, it was not an issue with the integra product (unless the staff did give him duragen and not the medtronic). The batch records for lot 105nb0319115 were reviewed and no issues or irregularities were found. Additionally, as described in the trending section, no trend has been identified. Therefore, the most likely root cause is that the physician did not use duragen secure in this circumstance.

Event description:
It was initial reported that an incident occurred. The surgeon used a medtronic onlay, then layered it with duragen secure, and applied duraseal. These were used in a spine surgery. Additional information was requested and on (B)(6) 2015, the following was provided by the surgeon: the patient experienced a central rupture of the dural repair, not around the sewn perimeter. The surgeon stated that the patient underwent a decompression for chiari malformation. He wanted to use the medtronic product for this type of sizeable repair. He was not certain if the staff had given him what he had asked for (medtronic bovine) or if they had given him the duragen. If it was the medronic, then it did not work. The staff could not trace back or find it in the records of what was provided to him. He stated that he always uses a biologic for this type of repair and doesn't really use duragen suturable. He has used duragen in the past but he has had no issue with it. He stated that for this incident, it is not an issue with the integra product (unless the staff did give him duragen and not the medtronic). No further information was provided.